Manufacturer narrative:
Lot 10824439: (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of a left common iliac aneurysm and abdominal aortic aneurysm with gore excluder aaa and iliac branch endoprostheses. Pre-treatment computed tomography (CT) images dated (B)(6) 2014, axial view of the maximum abdominal aortic diameter measured 72.7mm, the maximum right common iliac artery diameter measured 52.5mm, and the maximum left common iliac artery diameter measured 62.7mm. One month post op CT images dated (B)(6) 2014, revealed a type ii endoleak. Axial CT view of the maximum abdominal aortic diameter measured 72.9mm, the maximum right common iliac artery diameter measured 59.1mm, and the maximum left common iliac artery diameter measured 51.2mm. Twelve month follow up CT images dated (B)(6) 2015, revealed ongoing type ii endoleak. Axial CT view of the maximum abdominal aortic diameter measured 72.2mm, the maximum right common iliac artery diameter measured 55.4mm, and the maximum left common iliac artery diameter measured 54.5mm. It was reported CT images dated (B)(6) 2016, revealed a type ii endoleak with internal mesenteric artery (ima) involvement. Some intraluminal thrombus was present in the contralateral leg device, iliac branch component (ibc), and internal iliac component (iic). There was a reintervention and the left internal iliac artery was coiled and covered. The patient tolerated the procedure. CT dated v 2016, the axial CT view of the maximum abdominal aortic diameter measured 74.1mm and the maximum right common iliac artery diameter measured 55.6mm, maximum left common iliac artery diameter measured 50.0mm.